Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified drug (intraperitoneal) for the event. The cause of peritonitis, hospitalization and patient outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Date of event: the event was reported to have occurred on an unreported date in may2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.